Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: per franchise complaint product investigation procedure for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. The x-ray investigation revealed nothing indicative of a device nonconformance. It is understood there is no allegation associated with this product malfunction. No visible damage or anything indicative of a device nonconformance was found during the investigation. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. It is understood there is no allegation associated with this product, however; visual analysis of the returned sample revealed that end-cap f/tfna 0 it was received threaded into the nail; however, the threads were found damaged due to the cap being cross-threaded in the nail, preventing removal during the functional test performed. A dimensional inspection for the end-cap f/tfna 0 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces likely caused during the attemp to removal the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the end-cap f/tfna 0 would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that a tfna nail broke postoperatively. The event resulted in hardware removal and revision surgery due to the breakage.